Event description:
It was reported that this lead was unable to be implanted since it got kinked and was unable to extend and retract successfully; the helix issues were confirmed through fluoroscopy and suffered more than 40 turns. The threshold measurements were not ideal, so a different position was tried without success. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted since it got kinked and was unable to extend and retract successfully; the helix issues were confirmed through fluoroscopy and suffered more than 40 turns. The threshold measurements were not ideal, so a different position was tried without success. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted since it got kinked and was unable to extend and retract successfully; the helix issues were confirmed through fluoroscopy and suffered more than 40 turns. The threshold measurements were not ideal, so a different position was tried without success. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.